Manufacturer narrative:
Sections (expiration date) additional information manufacturer's investigation conclusion: the patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the reported event could not be determined. The instructions for use lists stroke, neurological dysfunction and bleeding as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years 10 months 29 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2018 for intracranial bleed. Patient has since recovered most functionality but is still "rehabbing" from stroke. Lvad pump parameters have been stable the entirety. Patient has been inpatient since (B)(6) 2018. No further information was provided.